Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 were updated. The field service engineer (fse) observed an overflow of cuvettes. Dripping of the acid wash rinse nozzles most likely caused the issue. The fse manually adjusted the fill levels and checked the acid wash tubing path, and no further dripping occured. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 assay result for a patient sample tested on a cobas c 303 analytical unit. The initial result was 0.24 mg/dl. The repeat result was 1.24 mg/dl.